Manufacturer narrative:
An automated script will be performed to remove the invalid donor registration. To resolve this issue a system incident report (sir) was created.

Event description:
When a dbss user registers a donor without a social security number, the blood donation record (dd572 form), prints the correct last name but the incorrect first name and an incorrect middle initial. All other information on the dd572 form is correct. Analysis of the data and recreation of the problem, has determined that this is a system failure at registration time.